Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain") and fallopian tube perforation ("perforation (fallopian tube)") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have essure confirmation test". The patient's past medical history included ectopic pregnancy and seizure (medication). Concurrent conditions included overweight, asthma (medication), bipolar disorder (medication) since 2007, gallstones (cholecystectomy) since 2014 and hernia (surgical repair) since 2011. Concomitant products included aripiprazole (abilify) since 2016, buspirone hydrochloride (buspar) until 2015, colestyramine (cholestyramine), cyclobenzaprine hydrochloride (flexeril), dicycloverine hydrochloride (bentyl), omeprazole (prilosec), ondansetron (zofran), quetiapine (seroquel), salbutamol (albuterol) since 2016 and tizanidine hydrochloride (zanaflex). On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and weight increased ("weight gain"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("inner vaginal area pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure device/salpingectomy one side removal of fallopian tube)/laparoscopic removal) and surgery (removal of essure device/salpingectomy one side removal of fallopian tube)/laparoscopic removal). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fallopian tube perforation, fatigue, nausea, vulvovaginal pain and abdominal pain outcome was unknown and the dyspareunia, alopecia and weight increased was resolving. The reporter considered abdominal pain, alopecia, dyspareunia, fallopian tube perforation, fatigue, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: did you undergo an essure confirmation test? No diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Current weight: 219 lbs. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: new reporter was added, patient demographic details added, historical condition and concomittant condition, product stop date updated, concomitant drug added. Event was added- dyspareunia, fatigue, hair loss, nausea, weight gain, fallopian tube perforation, vaginal pain, abdominal pain, device monitoring procedure not performed. Event outcome was added- dyspareunia, hair loss, weight gain was not recovered / not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for contraception. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported severe pain (regarded as pelvic pain). The plaintiff was treated with removal of essure on (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported severe pain (regarded as pelvic pain). The plaintiff was treated with removal of essure on (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information will be obtained through the litigation process.